Event description:
A 59 year old male presented with tachycardia and chest pain. An impella cp was placed prior to diagnostic angiography. As the patient continued to deteriorate, therapy was escalated to veno-arterial extracorporeal membrane oxygenation and the patient was presented for coronary artery bypass grafting. During the procedure, the impella cp was upgraded to an impella 5.5. The patient also required blood products for a gastrointestinal bleeding that supposedly happened prior to surgery. After 4 days of support on impella 5.5, the patient developed a fever and blood cultures were taken but remained negative. The impella 5.5 could be successfully weaned and removed after 7 days of support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.